Event description:
It was reported that following proximal catheter replacement (reference MFR report # 3004209178-2009-01816) the patient's withdrawal symptoms did not resolve. In the end, the physician decided to replace the pump. Following pump replacement, the patient was feeling a little better. The patient's pump contained baclofen at the time of the event.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.